Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's hemoglobin level dropped on (B)(6) 2015 and the patient's fecal occult blood test came back positive. The patient had reportedly been ready for discharge to the rehabilitation center but was kept hospitalized to treat for gastrointestinal (gi) bleeding. The patient was transfused 2 units of packed red blood cells (prbcs) with lasix and had a gi scope on (B)(6) 2015 to determine the source of bleeding. The gi scope showed pale mucosa in the patient's stomach suggesting ischemia. The procedure was aborted before completion due to prolonged hypoxemia under anesthesia. A follow-up guaiac card test on (B)(6) 2015 showed positive occult stool and the patient was transfused additional units of prbcs for anemia.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.